Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "complaint no. (B)(4): a kind of non-deflation because tip was inflated like balloon, balloon was not deflated. Cause: blockage due to pressure of navel in the balloon. Previously, the same complaint occurred at the same clinic." Update received from (B)(4) regarding follow up to complaint issue. "Catheter was forcibly removed. When balloon is deflated, because it is deflated from one side and the balloon membrane presses the clipping hole, any more water was not removed. This cause is "blockage from pressure of clipping hole in the balloon."

Manufacturer narrative:
The following information was received from the quality technician at the manufacturing plant "according to (B)(4), when 5ml of water remained in the balloon, because the pt was old woman ((B)(6)), it seems to have been pulled out balloon intact." The event is deemed serious as it required medial intervention to resolve the issue and prevent a more serious outcome. From a preliminary clinical perspective, a causal relationship between the catheter and this event is deemed possible because it was reported that there was an inability to deflate the balloon. Reported to the FDA on (B)(4) 2013.